Manufacturer narrative:
One unit model 522 twin-pass v2 was returned to vsi for evaluation. The distal tip of the catheter was separated and not returned with the catheter. The damage is consistent with the catheter being used in a tortuous environment. The event description states that during a complex rca case approximately 3 inches of the distal tip separated inside the patient. A returned product evaluation confirmed the separation. The damage is consistent with the catheter being withdrawn against resistance in a tortuous environment. The most likely root cause is damage during use. A manufacturing record review was completed and zero nonconformances were found.

Manufacturer narrative:
Additional information: svg to plb of rca vein harvest left thigh. Follow up no pain and no shortness of breath and patient was sent back home.

Manufacturer narrative:
Received mw5069102 from FDA. The device has not returned to date (may 8, 2017). If device returns an analysis will be completed and follow-up report will be submitted.

Event description:
Physician used a twin-pass catheter in a complex rca case on ((B)(6) 2017, while the catheter was being used inside the rca, approximately three inches of the distal tip separated from the rest of the catheter. They were unable to retrieve the separated piece and the patient was sent to surgery to remove the tip. Technician stated, "the tip of the catheter was successfully removed."